Manufacturer narrative:
The customer¿s report that medication splashed upon disconnection was not confirmed. Visual inspection and functional testing found no fault with the returned maxzero connector and it was not possible to replicate the customer¿s report following typical clinical practice. The mating components to which the maxzero was connected at the time of the event were not returned for investigation and the customer did not provide details on the exact configuration that was in use at the time of the incident. The root cause was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that two splashes occurred as the user disconnected cellcept and a platelet infusions. Cellcept splashed on the clinician¿s face upon disconnection of the needleless connector which had been clamped prior to disconnection from the double lumen catheter. No patient harm was reported. Although the clinician contacted employee health for follow up as part of hospital protocol, no harm to the clinician was reported. This is the event for the first splash.